Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced a clogged waste filter, resolving issue. The fse also performed incidental services: cleaned all vacuum and waste areas. Failure mode was attributed to clogged waste filter. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that less than 3 ml of diluent and cleaner mixture leaked from the coulter ac *t diff 2 analyzer and went onto the counter top. The customer was wearing personal protective equipment (ppe), incuding gloves, gown, and goggles at the time the leak was discovered. There was no biohazard exposure to mucous membranes or open wounds. The customer did not need to review material safety data sheet ( msds). The laboratory personnel cleaned the spill using good laboratory practices. No erroneous results were generated in connection with this event. There was no death or injury associated with this event.